Manufacturer narrative:
(B)(4). The complainant indicated that the device will be serviced on site, and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. Refer to manufacturer report number MFR. MFR report #3005099803-2020-05218 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2020, an auriga xl 4007 laser console and a lighttrail single use laser fiber were used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was a strange sound coming from the laser when fired. The laser was not able to break the stone due to a damaged fiber, the fiber reportedly looked fine. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.